Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply connector was tightened. The interconnect cable and the fluoro functions board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system failed to generate fluoroscopic x-ray. There are no reports of patient injury or death associated with this event.